Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an in-service visit by a medtronic representative, the customer reported that a "couple of years ago", the clear insulated portion of the e1455 melted off and fell into a patient during a spine case. The piece was retrieved from the patient. There was no patient injury. This event is related to, but not the same as 1717344-2017-05634.